Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the braid was found damaged and may have contributed to the reported event. The lot history record of the reported lot number has been reviewed and no quality issues were noted that may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4)

Event description:
Treatment of an aneurysm located in the left ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the proximal end of the pipeline (4.75mm x 16mm) could not be opened despite manipulation of the pushwire. The pipeline was removed with a snare and the procedure was aborted. There were no complications at the time. No further information was available.no patient injury was reported as a result of the procedure.